Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "mixed component received from the supplier". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the previous order of leg bag had contained 5 leg bags and 5 night bags. The customer was not sure what kind of night bags were included in the previous order but confirmed that they were night bags. Per follow-up information received from ibc on 16sep2022, clarified that the night bags and legs bags were in the same box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the previous order of leg bag had contained 5 leg bags and 5 night bags. The customer was not sure what kind of night bags were included in the previous order but confirmed that they were night bags. Per follow-up information received from ibc on (B)(6) 2022, clarified that the night bags and legs bags were in the same box.